Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor did not pass detect and treat testing) was due to defective u1004 and u6 components on the computer/analog board. U1005 was also found to be thermally damaged, causing the converter circuit to not turn on or fire pulses. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.